Event description:
It was reported that a drr image file for a different plan got saved in a patient's plan. Xio is not verifying the original document number saved in the drr image file with the original document number saved in the plan file before using the drr image file. There was no report of mistreatment based on the available information.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. This defect will be fixed in a later version.